Event description:
It was reported 4 bd smartsite¿ vented vial access device, 20 mm had issues where the rubber stopper dislodges into the vial. The following information was provided by the initial reporter: "when pressing hard, the rubber stopper falls into the bottle."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 212023, medical device expiration date: 05/27/2024, device manufacture date: 10/08/2021. Medical device lot #: 212036, medical device expiration date: 08/19/2024, device manufacture date: 09/24/2021. The reported lot # 212037 was not found for the reported catalog # mv0420-0006. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint samples were from lots 212036, 212037 and 212023. The customer reported that the device was unable to access the vial and that repeated efforts caused the vial septum to detach. A review of the production records from lots 212036, 212037 and 212023 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as the sample was not available for investigation. H3 other text : see h.10.

Event description:
It was reported 4 bd smartsite¿ vented vial access device, 20 mm had issues where the rubber stopper dislodges into the vial. The following information was provided by the initial reporter: "when pressing hard, the rubber stopper falls into the bottle."